Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("pain during intercourse"), alopecia ("hair loss"), migraine ("migraines"), fatigue ("fatigue"), rash ("rashes") and vaginal discharge ("abnormal vaginal discharge"). The patient was treated with surgery (patient underwent laparoscopic hysterectomy, bilateral salpingectomy, colpopexy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, back pain, dysmenorrhoea, menorrhagia, dyspareunia, alopecia, migraine, fatigue, rash and vaginal discharge was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, rash and vaginal discharge to be related to essure. The reporter commented: it was reported that since having the surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the medial end of the right essure device is discontinuous with a short fragment just inferior to the rest of the device."), device dislocation ("essure devices are noted in the pelvis overlying the mid sacrum, with appropriate orientation"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 30-year-old female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, endometriosis of uterus and uterine adenomyoma. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: welts"). In (B)(6) 2013, the patient experienced alopecia ("hair loss / hair loss") and vaginal discharge ("abnormal vaginal discharge / vaginal discharge"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain / lower back pain"), rash ("rashes"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, colpopexy, disgnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, urticaria, headache, weight increased and abdominal pain lower outcome was unknown, the abdominal pain, genital haemorrhage, back pain, menorrhagia and dyspareunia was resolving and the dysmenorrhoea, alopecia, migraine, fatigue, rash and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, rash, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that since having the surgery, her symptoms are mostly resolved. Current weight 180.00 lbs. (B)(6) 2012, insertion procedure results: successful placement of coils left: y, # of coils 2; right: y # of coils 3. Comments: easy placement of both coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes. Abdomen x ray: the essure devices are noted in the pelvis overlying the mid sacrum, with appropriate orientation. The medial end of the right essure device is discontinuous with a short fragment just inferior to the rest of the device. (B)(6) 2016, pathology report: specimen received: uterus, cervix, bilateral fallopian tubes. Pathologic diagnosis: uterus with attached cervix and bilateral fallopian tubes endometrium: secretory-type endometrium. Cervix: mild chronic cervicitis with squamous metaplasia. Fallopian tubes, bilateral: no significant pathologic changes. Gross description: the left fallopian tube is 6.5 cm long x 0.5 cm in diameter. The right fallopian tube is 6.5 cm long x 0.5 cm in diameter. The fimbriated end of each tube is present. There are no lesions or suspicious areas identified. Present within the lumen of each fallopian tube and at the insertion site at the uterine corpus there is a coiled metal wire consistent with an essure coil contraceptive device. There are no lesions or suspicious areas identified. The fallopian tubes are otherwise unremarkable. (B)(6) 2016, pelvic ultrasound: inhomogeneous throughout, essure not visualized. Concerning injuries reported in this case the following one/ones were described in patient medical records: device dislocation, device breakage. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received: reporters details added. Event added as essure devices are noted in the pelvis overlying the mid sacrum, with appropriate orientation, the medial end of the right essure device is discontinuous with a short fragment just inferior to the rest of the device. Historical, concomitant condition and relevant lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("the medial end of the right essure device is discontinuous with a short fragment just inferior to the rest of the device."), device dislocation ("essure devices are noted in the pelvis overlying the mid sacrum, with appropriate orientation"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 30-year-old female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included numbness on (B)(6) 2016, tingling on (B)(6) 2016, bleeding intermenstrual on (B)(6) 2016, infection nos on (B)(6) 2016, mood altered on (B)(6) 2016, premenstrual syndrome on (B)(6) 2016, vision decreased on (B)(6) 2016, shortness of breath on (B)(6) 2016, runny nose on (B)(6) 2016, coldness on (B)(6) 2016 and condom from 2007 to (B)(6) 2012. Abdomen x ray: the essure devices are noted in the pelvis overlying the mid sacrum, with appropriate orientation. The medial end of the right essure device is discontinuous with a short fragment just inferior to the rest of the device. (B)(6) 2016, pathology report: specimen received: uterus, cervix, bilateral fallopian tubes. Pathologic diagnosis: uterus with attached cervix and bilateral fallopian tubes endometrium: secretory-type endometrium. Cervix: mild chronic cervicitis with squamous metaplasia. Fallopian tubes, bilateral: no significant pathologic changes. Gross description: the left fallopian tube is 6.5 cm long x 0.5 cm in diameter. The right fallopian tube is 6.5 cm long x 0.5 cm in diameter. The fimbriated end of each tube is present. There are no lesions or suspicious areas identified. Present within the lumen of each fallopian tube and at the insertion site at the uterine corpus there is a coiled metal wire consistent with an essure coil contraceptive device. There are no lesions or suspicious areas identified. The fallopian tubes are otherwise unremarkable. (B)(6) 2016, pelvic ultrasound: inhomogeneous throughout, essure not visualized. Concurrent conditions included overweight, endometriosis of uterus, uterine adenomyoma and cholelithiasis. On (B)(6) 2012, the patient had essure inserted. In january 2012, the patient experienced dysmenorrhoea ("severe menstrual pain./cramping."), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In june 2012, the patient was found to have weight increased ("weight gain/ loss (specify which one) weight gain"). In july 2012, the patient experienced fatigue ("fatigue / fatigue"). In august 2012, the patient experienced urticaria ("rashes or skin conditions type: welts"). In january 2013, the patient experienced alopecia ("hair loss / hair loss") and vaginal discharge ("abnormal vaginal discharge / vaginal discharge"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain / lower back pain"), rash ("rashes"), abdominal pain lower ("lower abdomen pain") and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, patient underwent laparoscopic hysterectomy, bilateral salpingectomy, colpopexy to remove essure and total laparoscopic hysterectomy, bilateral salpingectomy, colpopexy, disgnostic cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, urticaria, headache, weight increased, abdominal pain lower and female sexual dysfunction outcome was unknown, the abdominal pain, genital haemorrhage, back pain, menorrhagia and dyspareunia was resolving and the dysmenorrhoea, alopecia, migraine, fatigue, rash and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, rash, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that since having the surgery, her symptoms are mostly resolved. Current weight 180.00 lbs. 06-jan-2012, insertion procedure results: successful placement of coils left: y, # of coils 2; right: y # of coils 3. Comments: easy placement of both coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on 17-apr-2012: results: full occlusion of fallopian tubes. Concerning injuries reported in this case the following ones were described in patient medical records: device dislocation, device breakage, abnormal heavy bleeding, cramping, pelvic pain, pain during intercourse, headaches, weight gain, abnormal bleeding (menorrhagia, fatigue and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-feb-2019: reporter information was added. Her historical condition was added. Per plaintiff fact sheet event: apareunia was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 30-year-old female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and pelvic pain ("pain"). In (B)(6) 2012, the patient experienced dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced fatigue ("fatigue / fatigue"). In (B)(6) 2012, the patient experienced urticaria ("rashes or skin conditions type: welts"). In (B)(6) 2013, the patient experienced alopecia ("hair loss / hair loss") and vaginal discharge ("abnormal vaginal discharge / vaginal discharge"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain / lower back pain"), rash ("rashes"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (patient underwent laparoscopic hysterectomy, bilateral salpingectomy, colpopexy to remove essure). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, genital haemorrhage, back pain, menorrhagia and dyspareunia was resolving, the dysmenorrhoea, alopecia, migraine, fatigue, rash, vaginal discharge and pelvic pain had resolved and the vaginal haemorrhage, urticaria, headache, weight increased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that since having the surgery, her symptoms are mostly resolved. Current weight 180.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of fallopian tubes . Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), rashes or skin conditions type: welts, headaches, pain, weight gain, lower abdomen pain", reporter, lot number, concomittant condition added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("the medial end of the right essure device is discontinuous with a short fragment just inferior to the rest of the device."), device dislocation ("essure devices are noted in the pelvis overlying the mid sacrum, with appropriate orientation"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a 30-year-old female patient who had essure (batch no. 901328) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, endometriosis of uterus and uterine adenomyoma. On (B)(6) 2012, the patient had essure inserted. In january 2012, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In april 2012, the patient experienced dyspareunia ("pain during intercourse dyspareunia (painful sexual intercourse)"). In july 2012, the patient experienced fatigue ("fatigue fatigue"). In august 2012, the patient experienced urticaria ("rashes or skin conditions type: welts"). In january 2013, the patient experienced alopecia ("hair loss") and vaginal discharge ("abnormal vaginal discharge"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain / lower back pain"), rash ("rashes"), weight increased ("weight gain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, colpopexy, disgnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage, urticaria, headache, weight increased and abdominal pain lower outcome was unknown, the abdominal pain, genital haemorrhage, back pain, menorrhagia and dyspareunia was resolving and the dysmenorrhoea, alopecia, migraine, fatigue, rash and vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, rash, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it was reported that since having the surgery, her symptoms are mostly resolved. Current weight 180.00 lbs. (B)(6) 2012, insertion procedure results: successful placement of coils left: y, # of coils 2; right: y # of coils 3. Comments: easy placement of both coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram on (B)(6) 2012: full occlusion of fallopian tubes abdomen x ray: the essure devices are noted in the pelvis overlying the mid sacrum, with appropriate orientation. The medial end of the right essure device is discontinuous with a short fragment just inferior to the rest of the device. (B)(6) 2016, pathology report: specimen received: uterus, cervix, bilateral fallopian tubes. Pathologic diagnosis: uterus with attached cervix and bilateral fallopian tubes endometrium: secretory-type endometrium. Cervix: mild chronic cervicitis with squamous metaplasia. Fallopian tubes, bilateral: no significant pathologic changes. Gross description: the left fallopian tube is 6.5 cm long x 0.5 cm in diameter. The right fallopian tube is 6.5 cm long x 0.5 cm in diameter. The fimbriated end of each tube is present. There are no lesions or suspicious areas identified. Present within the lumen of each fallopian tube and at the insertion site at the uterine corpus there is a coiled metal wire consistent with an essure coil contraceptive device. There are no lesions or suspicious areas identified. The fallopian tubes are otherwise unremarkable. (B)(6) 2016, pelvic ultrasound: inhomogeneous throughout, essure not visualized. Concerning injuries reported in this case the following one ones were described in patient medical records: device dislocation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.